Event description:
Consumer was standing at sink when she allegedly fell and scrapped her arm on sides of walker. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 6291-1, serial number/date code and age of product are unknown. The owner's manual part number 1167481 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's daughter called stating that her mother was standing by the sink, brushing her teeth, when she fell and allegedly scrapped her arm really bad. The consumer sustained a cut about 6 inches long. The consumer did not receive medical attention. The cut was bandaged up at home. When asked if the unit malfunctioned, the consumer's daughter stated that she did not think that the unit malfunctioned, however, wanted to bring to our attention that the cross brace that connects the two sides of the unit is extremely sharp. She described it as razor sharp. .